Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the nitrex guidewire was received for evaluation. The trailblazer catheter was also received with the guidewire. The device presented with an overall length of 298.65cm from the proximal aspect of the core wire fracture with the coil stretched to an indeterminate length due to the damage presented. A shaft diameter of .01720¿ to .01725¿ and a finished coil diameter of .01740¿ at the proximal coil to core wire joint were noted. A .0180¿ gauge passed over the length of the returned device proximal of the coil damage. The device exhibited fractures of the coil wire and the core wire an undetermined distance from the distal tip and concurrent stretching of the coil wraps from the coil wire fracture to the proximal coil to the core wire joint. The core wire presented a large radius bend over the 2cm immediately proximal of the fracture and visibly reduced cross-sectional area at the fracture. This was determined to be consistent with a ductile, tensile overload. The coil wire presented visual characteristics of ductile, tensile overload with torsional loading. The coil and core wire material distal of the fractures was constrained within the trailblazer catheter with a portion of the stretched coil wire distal of the fracture extending proximally from the luer hub of the trailblazer catheter. The proximal coil to core wire joint appeared to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to use a nitrex guidewire (0.018" 300cm) and a trailblazer (0.018" 135cm) with a 6fr non-medtronic sheath to the left mid posterior tibial artery with 90% stenosis. The lesion length was reported as 65mm. Embolic protection was not used. The vessel was pre-dilated with a 2.5x80mm balloon at 8atm. No abnormalities were reported in relation to the patient¿s anatomy. The devices were prepped as per the IFU. During the procedure the guidewire was inflated and squeezed into the support catheter. The structure of the guidewire was reported to be ¿broken¿, so both devices were completely removed from the patient. The procedure was completed successfully using a non-medtronic 0,014¿ 300cm guidewire and a 0,014¿ 150cm trailblazer. No component embolization occurred. The lesion was post dilated with a 4x80mm balloon at 8atm. No patient injury was reported.